Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. A leak was observed on the cassette film during the disinfection process. During the visual inspection the cassette film was found expanded and broken. A cause was not established. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed however a cause could not be established.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within the cassette compartment of the cycler when removing the cassette at the end of pd treatment. The patient reported receiving an air detected in cassette alarm during fill 5 of 5. It is unknown at which point in therapy the leak may have began. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with none. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The availability of the cassette for return is unknown. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within the cassette compartment of the cycler when removing the cassette at the end of pd treatment. The patient reported receiving an air detected in cassette alarm during fill 5 of 5. It is unknown at which point in therapy the leak may have began. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with none. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The availability of the cassette for return is unknown. The reported cycler has been returned to the manufacturer for physical evaluation.